Manufacturer narrative:
Result of investigation: the conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. The visual inspection revealed a chemically damaged, leaky solder joint. The distal end is mechanically damaged. Residues are visible on and behind the distal cover glass. Foreign particles are visible in the rod lens system. There is a loose adhesive bond in the lens. The information provided by the customer "foggy" can be confirmed. The image is cloudy and can be described as foggy. There are pronounced unknown residues on the distal cover glass. The cloudiness of the image is mainly due to the existing residues. The adhering residues could be removed using ks polishing paste. Furthermore, a chemically corroded distal solder seam was found, which is partially dissolved. The leak was clearly confirmed, as the polishing paste used for cleaning flowed through the leak in the solder seam and is now visible as a whitish residue in the edge area of the distal end. The confirmed leak also allowed residues and moisture to penetrate the rod lens system, further negatively affecting the imaging. The damage found is not due to a manufacturing/production defect but was most likely caused during clinical use/clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was fogged vision. No negative impact in state of health reported.